Event description:
A materials manager reported after an intraocular lens (iol) was implanted, the lens was exchanged for a different model. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Solution with blood was observed on the returned product. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution with blood, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax and mail. A completed questionnaire has not been received. (B)(4).